Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were preparing to break the interlobular fissure in a video-assisted thoracoscopic surgery lung lobectomy, they fired the stapler and the staples were formed, the blade broke the tissue, but the jaws of the stapler were locked on the tissue and could not be opened. They gently pulled the tissue that had been cut off, and the nail was removed from the tissue. They used a new device to complete the case. There was no patient injury.